Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon was treating a fractured mandible and upon insertion of the 8mm screw the head sheared off. The tip of the screw was left in the patient. No more information was available, only that there were no adverse to the patient another screw was used instead. This is report 1 of 1 for (B)(4).